Event description:
Brush head come loose in my mouth while brushing- oral-b sensi ultrathin [device breakage] case narrative: consumer stated over phone that while brushing with new sensitive heads, heads won't stay on the handle and come loose in mouth. No injury reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head come loose in my mouth while brushing- oral-b sensi ultrathin [device breakage]. Case narrative: consumer stated over phone that while brushing with new sensitive heads, heads won't stay on the handle and come loose in mouth. No injury reported.